Manufacturer narrative:
Preliminary analysis of the returned pacemaker did not reveal any anomaly. The observed electrical irregularities are most probably attributable to the lead abrasion observed on the returned lead.

Event description:
Reportedly, it was observed on an external ECG that the subject pacemaker did not trigger any ventricular activity after a p-wave on a pacing-dependent patient. Noise oversensing was suspected to be the cause of the pacing inhibition. The pacemaker and the associated ventricular lead were explanted. Preliminary analysis of the provided patient files revealed high ventricular threshold (1.75v) on (B)(6) 2020 and confirmed the suspicion of noise in the ventricular channel, leading to oversensing and pacing inhibition.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was observed on an external ECG that the subject pacemaker did not trigger any ventricular activity after a p-wave on a pacing-dependent patient. Noise oversensing was suspected to be the cause of the pacing inhibition. The pacemaker and the associated ventricular lead were explanted. Preliminary analysis of the provided patient files revealed high ventricular threshold (1.75v) on (B)(6) 2020 and confirmed the suspicion of noise in the ventricular channel, leading to oversensing and pacing inhibition.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was observed on an external ECG that the subject pacemaker did not trigger any ventricular activity after a p-wave on a pacing-dependent patient. Noise oversensing was suspected to be the cause of the pacing inhibition. The pacemaker and the associated ventricular lead were explanted. Preliminary analysis of the provided patient files revealed high ventricular threshold (1.75v) on (B)(6) 2020 and confirmed the suspicion of noise in the ventricular channel, leading to oversensing and pacing inhibition.